Event description:
It was reported that there was normal programmer functioning between the day when the smartview version was upgraded to 2.44 and the event day on (B)(6) 2015. The interrogation button is greyed but all other functions are working normally. Preliminary analysis showed the reported issue was due to the fact that the subject programmer has been put in hibernation when a nominal confirmation request was ongoing; thus a resynchronization issue. A workaround was performed successfully and the programmer is functional.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was normal programmer functioning between the day when the smartview version was upgraded to 2.44 and the event day on (B)(6) 2015. The interrogation button is greyed but all other functions are working normally. Preliminary analysis showed the reported issue was due to the fact that the subject programmer has been put in hibernation when a nominal confirmation request was ongoing; thus a resynchronization issue. A workaround was performed successfully and the programmer is functional.